Manufacturer narrative:
Lot codes: head 91731b, handle dd9189j2. The handle was made at the following location. Hayco, ltd., (B)(4). Manufacture dates: head 06/22/2009, handle 07/08/2009.

Event description:
Consumer reported toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.